Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152384.

Event description:
It was reported that the patient's right ventricular lead exhibited a lead fracture. The patient was noted to experience an episode of syncope. No intervention was performed. There were no patient consequences.